Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. The customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. A record evaluation was performed for the production order. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specifications. There were no non-conformance reports associated with this production order. A search of complaints was performed and revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable, as the lens is still implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer had difficulty with a pcb0000210 delivery system. The customer stated that the lens would not come out of the cartridge. The physician adjusted his technique and was able to get the lens to come out. The lens was implanted and no patient injury or surgery delay. The customer suggest that there might be an issue with the cartridge of the preloaded system.